Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent audible alarms was unable to be confirmed via the submitted log files and was unable to be reproduced during evaluation of the returned heartmate 3 system controller. On 13jun2024 at 14:23:41, the log file captured the driveline being disconnected, and shortly after, both power cables being disconnected. This is consistent with a system controller exchange. There were no other notable events captured on the reported event date in the log file. The retuned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without issue. Throughout testing procedures, no atypical alarms were able to be reproduced. The provided information indicated the alarms resolved after the system controller was exchanged. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 30jun2021. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction for identifying and troubleshooting all alarms on the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller sent out an intermittent audio alarm without any message or any illuminated symbol when the patient was connected to the power module and system monitor. The system controller was exchanged which resolved the alarms.